Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was broken at front left corner. Right plunger case was cracked at top surface. Could not duplicate "motor rate error" during occlusion test. Error history log review found a motor rate error. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced worm gear, worm coupling, lead screw, and both clutch halves for preventative purposes.

Event description:
It was reported that the pump failed preventative maintenance. No patient injury was reported.